Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/18/2025, it was reported via email by a distributor that during a procedure on (B)(6) 2025, an ar-3636 knotless 1.8 fibertak encountered an issue. While attempting to shuttle the repair suture with the shuttle suture, the y portion of the fiberlink bunched up, making it impossible to pass the repair suture into the anchor. The fiberlink broke at the end, rendering the anchor unusable. The implant remained in the patient. Additional information was received on 07/07/2025: this issue occurred during a bankart repair procedure on (B)(6) 2025. No breakage occurred inside the patient. The procedure was completed by removing the shuttling suture and using the repair suture to pass around the labrum. A pushlock anchor, ar-2923bc, was then utilized to secure the repair. The case experienced a brief delay of a few minutes, but no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the suture being broke/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.